Manufacturer narrative:
Customer report of stenosis and regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on the inflow aspect and 2.5mm on outflow aspect of leaflet 3. Host tissue on the stent circumference was minimal at the inflow aspect. The free margin of leaflet 2 was observed to be rolled towards the outflow aspect near commissure 2; host tissue was observed at the inflow aspect near the free margin of leaflet 1 near commissure 2. Although the reported event was not confirmed through the product evaluation, it has been determined that the root cause of this event was most likely due to procedural related factors at the initial time of valve implantation. It was noted by the surgeon that the cause of the failure of the valve was due to preserved anterior leaflet for the original replacement. The sections of the preserved native leaflet, done to help keep the cords and papillary muscles attached to the annulus to preserve lv geometry, became adherent to the prosthetic leaflets and inhibited leaflet motion and caused valve stenosis. There has been no allegation of product deficiency. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
UDI#: (B)(4). The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve was explanted due to mitral stenosis and regurgitation after an implant duration of approximately one (1) year and six (6) months. The valve was replaced with a 27mm non-edwards mechanical valve. It was reported by the surgeon that the cause of the failure of the valve was due to preserved anterior leaflet for the original replacement. The sections of the preserved native leaflet (done to help keep the cords and papillary muscles attached to annulus to preserve lv geometry) became adherent to the prosthetic leaflets and over time inhibited the leaflet motion and caused valve stenosis. The redo-mvr went well. Post operatively, the patient was feeling well. Prior to the redo-mvr, the patient indicated that the physician reported to her that her body was not "taking" the tissue valve. The patient's cardiologist confirmed valvular issues through echo & MRI one (1) year and one (1) month after implant. Per the medical records, intraoperative tee from the original mvr showed good valve function with no mitral stenosis or regurgitation. Pod #2 tee showed trace mitral valve regurgitation. The patient had an MRI done 9/14/2017 and it confirmed moderate mitral stenosis and regurgitation.

Manufacturer narrative:
Additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve has developed mitral regurgitation and stenosis after an implant duration of approximately one (1) year. The patient has been scheduled for a valve replacement procedure. Her physician reported to her that her body is not "taking" the tissue valve. The patient's cardiologist discovered valvular issues through tests (echo & MRI) performed one (1) year and one (1) month after implant. Per the medical records, intraoperative tee from the mvr procedure, showed good valve function with no mitral stenosis or regurgitation. Pod #2 tee showed trace mitral valve regurgitation. The reason is unclear for early failure of the mitral prosthesis. It has been planned for the patient to undergo redo mvr with a mechanical prosthesis. On (B)(6) 2017, the patient had an MRI done. MRI revealed moderate mitral stenosis and regurgitation.

Manufacturer narrative:
Functional testing was performed on the device and revealed the device did not meet edwards standardize in vitro testing conditions. The effective orifice area (eoa) was lower than the minimum requirement for a valve this size per iso5840-2:2015. The reduction in eoa is apparently related to the decrease in leaflet motion in two of the leaflets and is most likely resulted from the increase in leaflet stiffness due to blood exposure, host tissue growth, and subsequent storage in formalin after explant. The total regurgitant fraction (trf) was 1.4%, which is more than ten times lower than the 15% maximum allowed for a valve this size per iso5840-2:2015. There was no central hole detected. The results obtained from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions such as the removal of the host tissue adhered to the bioprosthetic leaflets in this particular case. No echocardiogram was available for evaluation. However, the patient medical records containing the ECG and the stress test, tte, and cardiac MRI reports provided by the hospital, were evaluated by an expert in echocardiography with the following impression: "findings probably sequela of prior infarct with marked thickening, akinesia and transmural enhancement of the septal wall towards the mid portion and apex with associated akinesia. Diffuse apical subendocardial enhancement with mild hypokinesia. No evidence of aneurysmal dilation. Bioprosthetic mitral valve with moderate regurgitation and moderate stenosis. Tricuspid valve is seen with trace tricuspid regurgitation. No evidence of stenosis. Mild aortic regurgitation and aortic stenosis." A manufacturing non-conformance was not identified. The root cause was most likely patient's clinical condition and operational context that contributed to this event. No further corrective or preventative actions are required.